Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the needle of the abbott diabetes care (adc) device came out from the middle of the sensor. "The needle remained in the body after the sensor was removed; the needle was extracted from the body separately from the sensor" by the customer for self-treatment. There was no report of death or permanent impairment associated with this event.